Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of missing adhesive (ke45) around the forceps cover, missing adhesive on the pink rubber, and cracked light guide (lg) lens glue is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation of a separate issue. During device evaluation, the service repair technician identified missing adhesive (ke45) around the forceps cover, missing adhesive on the pink probe rubber, and cracked light guide (lg) lens glue. There was no patient involvement.